Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Sleeve gastrectomy - "dr. (B)(6) started the surgery normally, then after 5 to 6 use, the blade lever generated small squeak then after 3 other use the blade did not work anymore. The blade lever was not stuck but the blade was not moving. I took another device but unfortunately it also did not work (see second cer)." Patient status: "the patient has had no further complications."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted blood and eschar buildup in the blade channel of the device. The blade was actuated on porcine tissue and engineering confirmed that the blade was able to retract smoothly along the full length of the jaws without sticking, rough actuation, or audible noises. Engineering also disassembled the device and found the blade mechanism intact. As such, engineering determined that the device functioned as intended. The root cause of the event remains unknown as engineering was unable to replicate the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.